Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to improper placement of the electrode array and poor performance with the device. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.